Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified right anterior tibial artery. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problems and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.